Event description:
The customer reported that the iris needed adjustment and the cable fan was inoperable. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge svc rep adjusted the iris and fixed the cable fan. The system operates as intended.